Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported patient experienced difficulty recharging, patient was only getting 4 coupling bars, and her ins was tilted (the top part sticks out further than the bottom part of the ins). Patient mentioned when she had stimulation up to where she needed it, stim vibrated pretty hard but if she lowered it, then her pain overtook the stimulation sensation. It was reviewed line up belt under incision, dropped 1/1-1 inch, and reviewed how repositioning antenna might work for her once she got her recharger charged again. The ins tilted was pocket issues related to the ins. Patient could not troubleshoot due to lack of access to product. A spacer would be sent to patient to see if it helped with coupling. It was noted the location od symptoms reported as paresthesia area. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient stated after major weight gain the battery was not sitting flat in their pocket and they were having difficulties charging it. It was indicated that weight gain contributed to the issue. It was reported that with pressure on top of the ins the device charges with eight out of eight bars, but without that pressure the patient was getting 0 to 2 bars. A pocket revision was planned but not yet scheduled. The issue was not resolved at the time of the report. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.